Manufacturer narrative:
Title of article: three-year clinical outcome of patients with coronary disease and increased event risk treated with newer-generation drug-eluting stents: from the randomized dutch peers trial journal article: cardiology year: 2017 issue number: 2017;137:207¿217 literature reference: doi: 10.1159/000464320 authors: liefke c. Van der heijden a marlies m. Kok a marije m. Löwik a peter w. Danse b gillian a.j. Jessurun c marc hartmann a martin g. Stoel a k. Gert van houwelingen a raymond w.m. Hautvast d gerard c. Li. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that 1811 patients were enrolled in a study which included the use of resolute integrity rx drug eluting stents as well as a non-mdt brand stent. Nstemi and stemi. Vessels treated included the left main stems, rca, lad, cx and graft. Pre pci stenosis diameter ranged from 54.7% to 86 %. Clinical outcomes at 3 year follow up of participants included death, cardiac death, target vessel mi, tvr and stent thrombosis.